Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/05/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the occurrence of an unconfirmed unrelated alarm for 3 hours which discharged the battery and led to a power loss. No damage was observed to the battery compartment or battery cap; the battery cap was able to properly secure to the pump. The battery cap contact was found to be within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The bolus button cover was found to be torn; however, no response issue was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.